Event description:
It was reported that an ilet user that had only been on the ilet pump for a week, experienced hyperglycemia after a carbohydrate-dense meal that was announced as usual while using an infusion set with tubing, with a fingerstick blood glucose of 330 mg/dl and subsequent verification showing insulin delivery drops and a downward blood glucose trend. Customer care provided assistance that included troubleshooting and user education. Investigation of this case revealed no device malfunction, appropriate insulin delivery evidence, and a likely contribution from meal size or timing relative to announcement. No clinical symptoms associated with elevated blood glucose reported. Outcomes included self-resolution of hyperglycemia with glucose decreasing to 129 mg/dl without medical intervention. It was concluded that the event was consistent with hyperglycemia related to meal-related factors with device functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.